Manufacturer narrative:
D6,6; h4: information not available. Based upon inquiry information and visual examination, no conclusion could be reached as to how the reported event occurred. On instrument (eps07 & eph04) was received. The instrument was disassembled and no anomalies could be identified.

Event description:
It was reported that the epho4 was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the device leaked immediately, so the device never entered through the trocar. There was no consequence to the pt. 3/30/98 message received from affiliate. The devices were never used during surgery, as they discovered the leakage before the surgery.